Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the voyager nc balloon catheter ruptured at 17 atmosphere during the first inflation. Reportedly, there were no patient effects. Though requested, no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood in the inflation lumen and on the balloon. There was contrast in the balloon and inflation lumen and on the distal shaft and hypotube. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to rated burst pressure (rbp), when it was observed that fluid was coming out a pinhole in the balloon 2 mm distal to the proximal balloon marker. There were two scratches in the balloon 1 mm and 2 mm distal to the proximal balloon marker, both in lengths of 3 mm. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Furthermore, evidence of damage on the outer surface of the balloon suggests that the balloon failure may have been attributed to mechanical damage to the balloon. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Based on the information provided, the lesion was mildly calcified, which likely contributed to the experienced rupture. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the calcified lesion, such that the balloon ruptured upon inflation attempt. To ensure this type of damage is not a result of a potential manufacturing or product related deficiency, all dilatation catheter are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructive tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconformities associated with this lot that could have contributed to this complaint. In this instance, based on the information received with this complaint and the analysis of the returned product, the balloon rupture and mechanical damage noted appears to be related to circumstances of the procedure and not a product quality deficiency.